Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation therapy following a fall. X-rays were taken which revealed the lead was dislodged, twisted, kinked and had migrated. Surgical intervention may be taken to address the issue.

Event description:
It was reported the lead was explanted and replaced. The patient reported receiving effective stimulation therapy following the surgery and the patient's issue was resolved.